Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear and front response buttons were not functional. As received, the response buttons were unplugged from the ca board. The cause of the non-functional response buttons is the unplugged ribbon cable. The root cause of the unplugged cable cannot be positively identified. Additionally, for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the monitors response buttons were non-functional and the monitor was unable to complete incoming functional testing.